Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to low readings.

Event description:
It was reported that the customer had low blood glucose levels of 19 mg/dl. It was reported that the paramedics were called in to treat the customer and bring up his blood glucose levels. The customer was treated with a glucagon shot. The customer also reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. No additional information was provided.